Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer placed a clip using a medium-large clip applier, but it would not unclamp from the clip. The customer had to manipulate the medium-large clip applier to get the clip loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim by the customer noting the medium-large clip applier would not unclamp from the clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed, and it was found that the primary failure of severely bent grips was related to the customer reported complaint. The medium-large clip applier was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The probable root cause of severely bent grips with an offset is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This complaint is considered a reportable malfunction due to the following conclusion: it was reported that the instrument's jaws failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.